Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense channel of the right ventricular (rv) lead. All lead measurements were normal and stable. The local field representative was unable to recreate the noise. It was noted that this episode occurred at 1:00 a.m. Technical services (ts) reviewed the electrogram (egm) and discussed the potential for diaphragmatic oversensing caused by snoring, which would be difficult to recreate. The local field representative indicated that the device was reprogrammed to least sensitive and the patient will be brought back for defibrillation threshold tests. It was also noted that the oversensing lead to pacing inhibition for at least 2.5 seconds and greater than 2 beats. There has been no report of the patient being symptomatic to this.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed